Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument was found to have a broken bipolar yaw pulley with a broken piece approximately 0.097 x 0.238 missing. This failure is typically associated with mishandling/misuse. Further analysis revealed various wear damages on the yaw pulley that exhibited the likes of excessive force (such as collision of instruments). It is likely that improper cleaning weakened the plastic of the yaw pulley and the excessive force applied caused the pulley to break. The same collision of the yaw pulley likely caused the conductor wire to break at the base of the grips.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the instrument cable broke during the procedure. A small piece detached and fell inside the patient's anatomy. The fragment was retrieved by the surgeon. The procedure was completed with no reported injury. It was reported that the broken piece would not be returned for evaluation.